Event description:
It was reported that during the implant procedure, the lead helix was not deployable, and also would not retract. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the lead helix was not deployable, and also would not retract. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was distorted (over-rotation), and the distal connector was distorted/bent. Blood was found on the distal end of the electrode, and the lead exhibited apparent explant damage.

Event description:
It was reported that during the implant procedure, the lead helix was not deployable, and also would not retract. The lead was not used. No patient complications have been reported as a result of this event.